Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The connection of the cpu board with display ribbon cable was restored to resolve the issue. Block a: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.